Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 32 mg/dl which was corrected by food. Customer stated that they were getting trouble with uploading his pump. Customer declined troubleshoot for low blood glucose. Insulin pump was returned for analysis.